Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The patient¿s culture results were positive for gram-negative bacteria. ¿infections with this class of bacteria often arise from the genitourinary system, hepatobiliary tract, gastrointestinal tract, and lungs.¿ most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had been in the hospital with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 due to abdominal pain. The patient had pd cultures obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime (dose unknown) daily for 21 days. The patient¿s white blood cell count was 14,000. The cultures were positive for gram-negative bacilli (no organism provided). During the hospitalization, the patient had a cardiac pacemaker placed. The patient was discharged on (B)(6) 2026. The cause of the peritonitis is suspected to be a breach in aseptic technique. The patient is continuing ccpd therapy.